Manufacturer narrative:
Pfs and medical records received for (B)(4). While reviewing the medical records for MDR reportability, the records indicated the patient was revised (covered in (B)(4)) and was then revised a second time on (B)(6) 2016. The revision operative note indicated a loose cup, pain, and the polyethylene debris was loose. Its unknown what is meant by the debris was loose, but it will be coded for poly wear at this time. Its believed the cup reported for loosening was from the first doi of (B)(6) 2010. The head and liner were placed during the first revision which the date and part/lot information is unknown at this time. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received for (B)(4). While reviewing the medical records for MDR reportability, the records indicated the patient was revised (covered in (B)(4)) and was then revised a second time on (B)(6) 2016. The revision operative note indicated a loose cup, pain, and the polyethylene debris was loose. Its unknown what is meant by the debris was loose, but it will be coded for poly wear at this time. Its believed the cup reported for loosening was from the first doi of (B)(6) 2010. The head and liner were placed during the first revision which the date and part/lot information is unknown at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 02/23/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, part/lot numbers provided. The complaint was updated on: 03/16/2017.